Event description:
Initial troponin t of 0.11 ng/ml was repeated on the e-170, recovered <0.01 ng/ml. Initial result was not used in pt treatment. Field service rep. Replaced the sipper probe, mixing paddle and the tubing on the s/r pipettor. Released the system back to the facility after performing a successful instrument check.